Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, passed all tests performed, and exhibited normal device characteristics. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an erosion. There were no signs of infection. A revision was performed and the device was explanted. Additional information received from the field representative indicated that the device was not protruding through the skin but was visible under the skin and giving the patient discomfort. The physician and patient decided to explant the entire system. The plan was to monitor the patient. No additional adverse patient effects were reported.